Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the threads at the tip of the retaining sleeve had broken off during insertion of a screw during surgery. The tip breakage resulted in the damage of three screws before the retaining sleeve issue was detected. All fragments were removed from the patient and another instrument and screws were used to complete the procedure. There was no harm to the patient. The surgery was prolonged approximately 15 minutes. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Based on the information provided, a device malfunction or deterioration in the characteristics of the device has not occurred. The investigation results revealed that this retaining sleeve was fully intact. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An investigation of the returned product was completed on january 28, 2016. Based upon the analysis of the device, no malfunction or deterioration occurred. The device was received fully intact. As such, this report is being rescinded.